Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of noise with non-sustained ventricular tachycardia (ns-vt) and sensing integrity counter (sic) episodes. The lead had low lead impedance, t-wave oversensing (twos) and undersensing. The lead was suspect of a fracture. The lead was reprogrammed until it could be revised. The pace/sense lead was capped with the high voltage coils remaining in use. A new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.